Event description:
It was reported to baxter (B)(4) that an intermate sv 200 device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. The device was filled with a 100 ml solution of ertapenem and normal saline at the time of this event. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 200 device which was leaking was confirmed but not duplicated during product evaluation. Upon receipt by baxter, solution was noted in the bag that contained the device, which suggested leakage must have occurred. However, no signs of leak were observed during product testing. A potential cause has been identified for complaints of leaks involving the blue winged cap and luer body connectivity. Potentially, leaks from this area could by caused by material build up in the core pins, during manufacturing, causing surface roughness on the winged luer cap. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a favorable trend year over year for reported complaints of leaks.

Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04163 and 3005099803-2010-04164 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a hemostatic clipping in the rectum performed on (B)(6), 2010. According to the complainant, in all three instances, the clips were placed at the site however; the clips slightly opened and fell off the tissue inside the patient. It has been reported that all three clips were retrieved with biopsy forceps. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.